Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. No motor error alarm noted and the motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported via phone call that the customer alarmed no delivery and motor error. During the call determined the pump was cracked. Customer stated that last night the pump made a beep sound, the alarmed motor error, pump prompt her to rewind. Then the pump alarmed no delivery during a bolus. The customer's blood glucose was 179mg/dl. The pump passed displacement test. Customer stated the pump continued alarming no delivery. The customer was advised to discontinue use of the pump and revert to back up plan.